Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. Customer¿s blood glucose level ranged from 108-109 mg/dl.

Manufacturer narrative:
The device is expected to be returned. However; the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.